Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported material discolored cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation for an artificial urinary sphincter (aus) implant procedure, the system was filled with clean, sterile, non-contaminated the device drew back yellow saline. The physician filled and aspired the device multiple times to flush out any yellow tint. The procedure was successfully completed with the same device, without clinical consequences to patient.